Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection: the sample was returned. The tip was examined under microscopic magnification and the outer catheter was observed to be pulled out from the distal metal tip. No other anomalies were observed to the device. Performance/functional evaluation: the device was attached to the transducer of the in-house generator. An in-house device was used to flush the catheter with saline. The device was able to produce vibrations throughout the entire length of the catheter. Misting was observed coming out from the distal tip, indicating that the device was vibrating properly. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for material separation based upon the condition in which the sample was returned. The investigation is unconfirmed for device inoperable, as the catheter activated without issue during functional testing. The definitive root cause could not be determined based upon the available information. It is unknown if the manner in which the device was removed from the packaging contributed to the reported failure. Labeling review: the current IFU (instructions for use) states: warnings and precautions: when using the crosser in tortuous anatomy, the use of a support catheter is recommended to prevent kinking or prolapse of the crosser catheter tip. Kinking or prolapse of the tip could cause catheter breakage and/or malfunction. Adverse events: as with most percutaneous interventions, potential adverse effects include: bleeding which may require transfusion or surgical intervention, hematoma, perforation, dissection, guidewire entrapment and/or fracture, hypertension/hypotension, infection or fever, allergic reaction, pseudoaneurysm or fistula aneurysm, acute reclosure, thrombosis, ischemic events, distal embolization, excessive contrast load resulting in renal insufficiency or failure, excessive exposure to radiation, stroke/cva, restenosis, repeat catheterization / angioplasty, peripheral artery bypass, amputation, death or other bleeding complications at access site. Interventional use: slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion. Upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser 14p, 14s, or 18 catheter. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the recanalization catheter successfully completed out of body testing, however, once the device was placed inside the patient, the recanalization catheter allegedly would not make an audible noise and would not vibrate. There was no reported retraction difficulty. Reportedly, another recanalization catheter was used to complete the procedure. There was no reported patient injury.